Event description:
Information received by medtronic indicated the customer had hyperglycemia and insulin flow blocked. Blood glucose values was 800 mg/dl. Troubleshooting was declined for high glucose by customer and troubleshooting was performed on insulin flow blocked. No further complications were reported. Product will not be returned for analysis. The customer will continue to use of the device. Frn-mmt-332-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 670 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.